Event description:
The distributor reported for their customer that their AED battery was low but haven't reached the expiry date. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor reported for their customer that their AED battery was low but haven't reached the expiry date. Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The flashing red asi depleted multiple batteries due to servicec code's not being cleared and pads not being installed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.